Event description:
When the user carton was opened, the entire intra-aortic balloon was missing. Only the insertion kit was in the package. (Event complications: unk - reported 8/19/98.) (Pt's current status: unk - reported 8/19/98.)